Manufacturer narrative:
Product complaint # (B)(4) section e1. Initial reporter phone: (B)(6). Complaint conclusion: as reported by the field, during a coil embolization to a basilar artery aneurysm, the physician used the double catheter technique. A galaxy g3 5mm x 15cm coil (gly120515, 30747558) was inserted into a microcatheter (greach, tokai medical products) and advanced through the microcatheter (mc) but became stuck on the microcatheter. The complaint coil was removed from the microcatheter, and unraveling was confirmed. This issue occurred before the complaint coil was inserted into the patient. The complaint coil was replaced with another coil and the procedure was completed. Additional information was received indicating that nothing was obstructing the microcatheter. No excessive force was applied. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30747558 number, and no non-conformances related to the malfunction were identified. Impeded in microcatheter and coil unraveled/stretched-in microcatheter are known potential product failures associated with the use of the device. The IFU includes warnings and instructions for use to trouble shoot this type of situation. Per the galaxy g3 instructions for use (IFU): if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. If the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. With the information provided and without the return of the associated device, it is not possible to determine the root cause of the event. However, the event may have been related to a combination of multiple factors experienced in the clinical setting rather than the design or manufacture of the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2 and h10. Section b5: additional information received indicated that the coil became impeded ¿around mid¿ of the mc. Twelve coils including j&j coils were used successfully with the microcatheter prior to the encountered resistance. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Device manufacture date: not available at the time of the report. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization to a basilar artery aneurysm, the physician used the double catheter technique. A galaxy g3 5mm x 15cm coil (gly120515, 30747558) was inserted into a microcatheter (greach, tokai medical products) and advanced through the microcatheter (mc) but became stuck on the microcatheter. The complaint coil was removed from the microcatheter and unraveling was confirmed. This issue occurred before the complaint coil was inserted into the patient. The complaint coil was replaced with another coil and the procedure was completed. Additional information was received indicating that nothing was obstructing the microcatheter. No excessive force was applied to the device.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, h4, g3, g6, h2, h6 and h10. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30747558 number, and no non-conformances related to the malfunction were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.